Event description:
During a bladder stones removal process, after the 3rd or 4th attempt, 3 stones were removed. The forceps broke at the pivot point and locked open. The surgeon lacerated the bladder neck and urethra removing the forceps.